Event description:
While doing a pt "rf" procedure with a dr last week, there was a problem with only this cannula. Dr did a three level lumbar denervation and used five new cannulas. The tcu-410 electrode would not fit into this cannula that distributor sent. Even the stylette would not fit back into the cannula once it was removed. Distributor suggested that dr move on to the next cannulas and replace this one. The same tcu-410 easily fit in to the other three cannulas with no resistance. There was no adverse consequence for the pt or delay in surgery or anesthesia time.